Event description:
Right hip acetabular revision performed on (B) (6) 2009 for unstable right total hip arthroplasty. The pt returned to the hosp via the emergency room on (B) (6) 2010 with right hip dislocation. A right hip acetabular revision was performed on (B) (6) 2010 and locking ring was found to be broken in two pieces. The post-operative diagnosis was dislocated right constrained total hip arthroplasty secondary to broken locking ring.